Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up visit, the patient's ICD stored inappropriate automatic mode switch (ams) episodes due to oversensing. Reprogramming was discussed. No patient symptoms were reported.